Event description:
It was reported the patient experienced pressure in his head and chest with a tingling sensation, after coming out of a store and turning on the car. After returning home the patient "just didn't feel right" and it was thought that something had changed with the dbs system. Additional information has been requested, but was not available on the date of this report.